Event description:
The patient reported that for three days the device was ¿racing real fast intermittently¿. The patient stated that during these episodes they were really cold. Follow up was conducted and indicated that the patient has not been seen by the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).